Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause could be attributed to a faulty electrical component inside the integrated electrosurgical unit (iesu) or erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis for reported problem monopolar ports was not working and was not confirmed. Reported problem confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using a system, and the unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis. The probable cause of the reported event cannot be determined and the erbe will be returned to the original equipment manufacturer (OEM) for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the integrated electrosurgical unit (iesu) or erbe generator had an error. The system was not in use at the time of the call. The customer reported that on a previous case the previous day they switched to the vision side cart (vsc) because the monopolar port was not working. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both monopolar ports were not working, as indicated by the need to bring in another monopolar machine. The da vinci-assisted surgical procedure performed by the surgeon was a robotic cholecystectomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified. Updated annex d - conclusion desc 1 to d02 - cause traced to component failure.